Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular (lv) lead exhibited intermittent capture with high pacing thresholds. As a result, the lv lead was not used and an alternative pacing strategy with crt-d was selected. The patient¿s condition was stable.